Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74 cm model #: sc-4319 lot #: 20339955 description: clik x MRI anchor it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had drainage issues with her wounds at the implant site. The physician was concerned that this might turn into an infection. An allergy test kit was ordered but result was not available as of this time. The patient underwent an explant procedure. The patient was reportedly doing well and the wounds were healing.

Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had drainage issues with her wounds at the implant site. The physician was concerned that this might turn into an infection. An allergy test kit was ordered but result was not available as of this time. The patient underwent an explant procedure. The patient was reportedly doing well and the wounds were healing.